Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer doesn't address the elevated blood glucose. A replacement pump was sent to resolve the issue.